Event description:
Olympus was informed that during an unspecified procedure the ceramic insulations at the distal end of two resection sheaths broke off one after the other and fragments fell into the patient's bladder. However, no fragments remained inside the patient since they were reportedly broken into smaller pieces and then flushed out using an ellik evacuator. This caused a certain delay to the procedure, which however, was not considered medically relevant for the patient. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Manufacturer narrative:
Additional information: b5 - describe event or problem device evaluation: the suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the resection sheath is broken off. Based on the information provided, this damage occurred when the sheath was combined with a deformed bladder stone punch, which scraped against the inside of the sheath causing the ceramic insulation at the distal end of the resection sheath to break off. The deformation of the bladder stone punch was most likely caused by using great force when fragmenting a bladder stone. As a consequence, this event/incident can most likely be attributed to user error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results. The report for the involved olympus a3661 bladder stone punch has been submitted under MFR report # 9610773 - 2022 - 00122.

Event description:
Olympus was informed that during an unspecified procedure the ceramic insulations at the distal end of two resection sheaths broke off one after the other and fragments fell into the patient's bladder. Presumably, this may have been caused by the punch for bladder stones used during the procedure, which allegedly was slightly deformed at its distal end. No fragments remained inside the patient since they were reportedly broken into smaller pieces and then flushed out using an ellik evacuator. This caused a certain delay to the procedure, which however, was not considered medically relevant for the patient. No further information was provided but there was no report about an adverse event or patient injury.